Event description:
The customer reported that the detectors are coming off the linear rail that support the detectors and heard a grinding noise coming from the cardiomd iii (cmd iii) camera. The site did not have any patients on the table at the time of the reported issue.

Manufacturer narrative:
Investigation still in progress.